Event description:
When the patient came in to the clinic to have the pump permanently turned off, the pump was beeping. The pump had been stalled for 664 hours and a tube set message had occurred. The pump was permanently stopped and the patient went home. There were no current plans for removing the pump; it may be removed at a later date.

Event description:
Additional information received reported that the pump had been turned down to minimum rate. It was also noted that it was planned to have the pump explanted but it had not been scheduled yet. A follow-up report will be sent of additional information becomes available.

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in event logs. The logs were filled with stalls and recoveries; latest stall has not recovered. The pump was delivering hydromorphone and droperidol. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. Catheter proximal segment: model# 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never thought the pump worked. The patient did not experience any symptoms. The patient wanted to seek other treatments. The device will not be explanted. Saline was put in the pump.